Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 2.5x32mm de novo target lesion was located in the non tortuous and moderately calcified left anterior descending coronary artery. Access was obtained via the radial artery and the lesion was predilated with a 2.5x30mm non-bsc balloon. The 2.50x32mm taxus liberte stent delivery system was advanced, but was unable to cross the target lesion. The procedure was completed with a different device without patient complications. The patient condition post procedure was reported to be stable. However, product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The stent struts on rows 1 to 13 were misaligned. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).